Manufacturer narrative:
An abbott field service engineer (fse) visited the customer site to inspect the analyzer. The fse replaced the pharmed tubing (0.062 inch ID x 0.187 inch od) due to a clog/obstruction that resolved the issue. Subsequent instrument operations were acceptable. The cell-dyn sapphire operator manual contains information to address the current customer issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product deficiency exists. The issue was addressed through standard troubleshooting procedures.

Event description:
The customer reports that cell-dyn sapphire analyzer serial number (B)(4) is generating lower wbc counts than the other cell-dyn analyzer (serial number (B)(4)) in their lab. Results on the suspect analyzer also occasionally generate wbc results with an " * " (asterisk) and invalid data messages (e.g., residual fluid detected in wbc dilution cup). Other times, no flags or messages are generated. One example was provided by the customer: sid (B)(4) on suspect analyzer, wbc = 0.282 k/ul. On other analyzer, wbc = 4.65 k/ul. No suspect results have been reported from the lab. There is no adverse impact to patient management reported. The customer has performed several trouble shooting procedures without resolution and a service call was initiated.